Event description:
It was reported that the product exhibited post-paced t-wave oversensing (pptwos). No patient symptoms or additional information was reported.

Event description:
Additional information received noted that the post-paced t-wave oversensing (pptwos) was seen via remote transmission and that the device was reprogrammed. No patient symptoms or additional information was reported.